Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was at (B)(6) and had a pulseless electrical activity (pea) arrest, likely from aspiration. There was no indication that an autopsy was performed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the patient expired on (B)(6) 2013. It was reported that there were no issues with the device throughout support. No autopsy was performed and the pump was not explanted.

Manufacturer narrative:
The pump was not explanted- explant date removed. Due to the device not being available for evaluation, a correlation between the patient's outcome and the use of the left ventricular assist system could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.